Event description:
Customer reportedly received results of 14.9 mmol/l and 6.3 mmol/l within 2 minutes on the aviva system. No adverse event reported. The alleged product was discarded and is not available to return for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.